Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. The device passed the photographic imaging inspection. System lock was verified. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection noted silver migration across some electrical components. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. The device passed the photographic imaging inspection. System lock was verified. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.